Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low out-of-range (oor) shock impedances, measuring 0 ohms. Boston scientific technical services (ts) discussed the shock impedances had previously been stable, and that it could be due to electromagnetic interference (emi). It was noted that there was one other shock impedance spike up to 117 ohms, and the pacing impedances had slightly increased as well on that date. This crt-d and rv lead remain in service. No adverse patient effects were reported.